Event description:
It was reported that a healthcare professional (hcp) requested assistance from technical services (ts) on programming of magnetic resonance imaging (MRI) protection mode for the patient with this right ventricular (rv) lead. Ts confirmed that the system is MRI conditional; however, MRI protection mode could not be programmed due to the rv lead pacing impedance being out of range at approximately 2095 ohms, which resulted in a lead safety switch (lss). The hcp was informed of this alert and advised to follow up with the field representative or the patient's managing physician. No MRI programming was performed. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product was not returned for analysis since remains implanted and in-service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. If pertinent information is provided in the future, a supplemental report will be submitted.